Manufacturer narrative:
Device was not returned. Ccds staff has been in contact with hcp, explaining the decontamination process, as well noted that battelle is not the source of the make-up.

Event description:
User reported masks were "soiled", had makeup and lipstick on them. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.